Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump had a blank display. The unit was triaged and the reported issue was confirmed. Liquid ingress caused the pcba to corrode. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-08-22.

Event description:
The initial reporter stated that the enteral feeding pump had a blank display.